Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the bottom display of the external pulse generator "went out." The generator was not returned to service. There was no patient involvement.